Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling when she tries to program a bolus delivery. Customer's blood glucose is 165 mg/dl. Customer exercises and has the device close to her body. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.